Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 and hi results.the expected fasting blood glucose test result range is 100mg/dl-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the in bedroom and at work in her pocket. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :hi date:(B)(6) 2017 time:5:54pm n-fasting, result 2 :345mg/dl date:(B)(6) 2017 time:2:38pm n-fasting, result 3 :376mg/dl date:(B)(6) 2017 time:1:42pm n-fasting, result 4 :278mg/dl date:(B)(6) 2017 time:8:17am fasting, result 5 :214mg/dl date:(B)(6) 2017 time:6:16pm n-fasting. Customer called in with e-5 error message and obtained hi display during trouble shooting. Customer is on an insulin pump but states her cannula was disconnected all this time. Customer states she believes her glucose is high because there was no insulin in the cannula. Customer states she left work early but feels no symptoms at this time. Customer states she has no symptoms when she is high. Customer states she will reconnect her cannula and take her insulin. Customer wants to end the call and take her insulin. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.